Event description:
Customer reported that pump on top was sticking even without casing. There was no adverse impact to customer's blood glucose level. Follow-up was declined, no other information was provided, and no further action was required.